Event description:
While starting an IV with a 22g needle I got an initial flash of blood in the catheter/needle, but did not get any blood in the blood chamber, I retracted the needle confirming blood in the catheter, advancing of catheter was smooth, throughout this process I never got blood return in the blood chamber. IV fluids started running smoothly, attached a syringe to the IV with good blood return. IV was working perfectly. This is the first time I have had an IV not give me blood return in the blood chamber.